Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that during use of this smiths medical cadd legacy plus pump, it was reported that the pump caught on fire. According to the report, the pump caught on fire and burned a hole in the patient clothes and chair. The nurse reported that the patient is a known smoker, and the pump was visually inspected at the clinic and showed "no visible signs of pump being on fire". It was also reported that the patient went to the emergence room for small circular burn. No additional adverse effects reported.

Manufacturer narrative:
One smiths medical cadd-legacy plus pump was returned for analysis appearing to be in a normal condition and no evidence of the reported heat damage on the pump. Event log history was performed and showed that keypad issues with the pump (220 key stuck messages) were recorded. Simulated use testing found that the pump would alarm with a key pressed alarm at boot up of the pump. Visual inspection found the pump appearing to be in normal condition, no evidence of heat damage or burn marks were observed on the pump. Inspection of the returned pouch found no damage on the pouch. The customer's reported problem regarding the pump caught on fire was unable to be confirmed. The keypad will be replaced by service to address the key stuck issue. Based on the evidence, the complaint was not confirmed. The problem source of the reported event is unknown.